Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device and 2 countershocks delivered. The rptr stated the device then lost battery power from both batteries. Spare batteries were installed in the device and the pt was monitored with the device while being transported to the hosp. The rptr stated that when the ambulance arrived at the hosp 5 minutes later, the device again lost battery power from both spare batteries. No adverse effects to the pt were reported as a result of the alleged malfunction.